Manufacturer narrative:
D4: the lot # is unknown as the product was not returned for evaluation. H4: the device manufacture date cannot be provided as the lot number for the product is unknown. Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
It was reported that the patient was complaining of pins and needles on the toes of her left foot and on her femur of the opposite leg. It was noted that the coil does not touch the patient¿s toes. It was later reported that the patient felt an electric shock the first time she used the stimulator on her left foot. The patient was experiencing pain and went to the orthopedist who recommended using the unit for 5 hours. The patient rated the pain as a 10 on a scale of 1-10, with 10 being the highest. The patient continued to feel a tingling sensation on the left foot and the pain comes and goes. It was later reported by the sales representative that the patient was treating with the sflx xl coilette.

Event description:
It was reported that the patient was complaining of pins and needles on the toes of her left foot and on her femur of the opposite leg. It was noted that the coil does not touch the patient¿s toes. It was later reported that the patient felt an electric shock the first time she used the stimulator on her left foot. The patient was experiencing pain and went to the orthopedist who recommended using the unit for 5 hours. The patient rated the pain as a 10 on a scale of 1-10, with 10 being the highest. The patient continued to feel a tingling sensation on the left foot and the pain comes and goes. It was later reported by the sales representative that the patient was treating with the sflx xl coilette.

Manufacturer narrative:
D4: the lot # is unknown as the product was not returned for evaluation. H4: the device manufacture date cannot be provided as the lot number for the product is unknown. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends. Related manufacturer's report: 0002242816-2024-00086.